Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose resluts were 125 mg/dl vs. 96 lab. Tests were done within 10 minutes with a difference of 29 mg/dl. Pt did not experience any adverse events. No further info has been reported.